Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by field service engineer and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's detachable battery and 3-way solenoid valve needs replaced to address the issue.